Event description:
It was reported the patient had signs of overdose. It was noted the patient had drowsiness and sedation. The reporter stated the patient was having ¿walking and driving.¿ it was noted the manufacturing representative was on their way to the emergency room and they were waiting for direction on dosing from the patient¿s managing healthcare professional. The reporter stated the patient¿s pump reservoir was getting low and the expected reservoir volume was 1.2 ml. The pump contained dilaudid (hydromorphone). Additional information received reported the exact patient symptom was drowsiness. It was noted that no telemetry strips were available. It was further noted that the pump was interrogated and there were no alarms. The reporter stated the pump was functioning fine. The reporter further stated they were not sure how the patient was doing and no explant was expected. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).